Manufacturer narrative:
Initial.

Event description:
It was reported that the user found the ilet pump overwhelming and chose to discontinue use, citing fear of low glucose; the user reported a low to 59 mg/dl with shakiness that was treated with oral glucose and juice, and the healthcare provider agreed with returning the device. Symptoms included hypoglycemia and shaking/tremors. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.